Event description:
Healthcare professional reported left side implant exchange due to patient's concern with the product and deflation. Healthcare professional later reported the following observations during surgery; any creases, hole in valve, and particles in valve. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d9, h3, h6. B3: removed previous value. Date previously listed was after explant date. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, three openings assessed as surgical damage. ¿ valve leak and/or damage: not observed. ¿ crease/folding of implant: observed. ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "implant exchange due to the patient's concern with the product and deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.